Event description:
It was reported to boston scientific corporation that a jagtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the jagtome sphincterotome would not bow completely therefore a full cut could not performed. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the working length was bent.

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) - does not bow fully. A visual examination revealed that the working length was twisted and bent. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the bent working length is likely to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.